Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: quality and process improvement manager. The actual device has not been returned for evaluation. Review of the manufacturing record and the shipping inspection record of the product with the involved product code/lot number combination confirmed that there were not any indications of anomaly in them. For the product with the involved product code/lot number, the record of the outer diameter and the fracturing strength of distal end at the time of shipping inspection were confirmed. No anomaly was found. A search of the complaint file found no other similar report of the product with the involved product code/lot number from other facilities. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved run through ns guidewire device short run through tip lodged distally and when it was pulled it broke off in the proximal portion and was retained in the right coronary artery (rca). There was no patient injury. Defect was not visible. The device failed in the adult cath lab room. The procedure performed was a right coronary artery intervention. The length of time the device was in use was 60. The procedure outcome was completed therefore no action was taken. The event occurred intra-operative. Additional information was received on 23 feb 2023: terumo medical received an FDA medwatch report # mw5114776. The outcome of attributed to an adverse event that required intervention. The event description stated that during a cardiac cath (catheterization) procedure, coronary wire, the short run through tip lodged distally and when pulled it broke off in the prox (proximal) portion and was retained in the right coronary artery (rca).

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section d9, to update section h3, and to provide the completed investigation results. In the initial report it was reported that sample was available however the is no longer available. The actual sample was not available therefore the investigation performed was based on the following investigation result. Based on our past knowledge, we have been aware that the guidewire was fractured when the following force a, b, c and d was applied. We have also been aware that there was regularity in the shape of fractured section of the wire depending on the mechanism leading to the fracture. Force a: when pulling force was applied. The fracture surface had dimple patterns. The fracture section, tapering and diagonal fracture surface. Force b: when repeated 90° bending force was applied. Fracture surface had dimple patterns. Fractured section curved. Force c: when pulling force was applied in a looped state. Fracture surface, twist. Fractured section curved and tapered. Force d: when torque force was applied. The fracture surface, twist. Fractured section, twist. Under the conditions of a, b, c and d, when the removal operation was performed, the platinum coil was unraveled and elongated. We have also been aware that when removal force was continuously applied, the platinum coil was fractured. Based on the occurrence status, from the event information stated that the run through tip lodged distally and when pulled it broke off, was inferred that the wire of the actual product broke off due to the mechanism of a or c in the investigation results. However, since the actual product was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Ashitaka factory assures the quality of this product by performing following work and inspections: (I) after the coil/niti-core wire fixing process, 100% visual inspection is performed to assure that there is no deformation on the coil; (ii) after the product assembling process, the outer diameter is measured on 100% basis to assure that there is no anomaly on it; (iii) in the manufacturing process, tension test for the distal end of this product is performed on 100% basis to assure that that there is no anomaly in strength; (IV) in the shipping inspection, tension strength for the distal end of this product is measured on sampling basis for each lot to assure that that there is no anomaly in strength. Instructions for use (IFU) of this product includes the following warning: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to correct section d3.